Manufacturer narrative:
(B)(6). A physio-control service technician evaluated the customer's device and observed that the device would not deliver defibrillation therapy due to a faulty therapy connector. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had an issue with it's therapy connector. Upon inspection, it was observed that the device was unable to provide defibrillation therapy. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had an issue with it's therapy connector. Upon inspection, it was observed that the device was unable to provide defibrillation therapy. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the therapy connector and determined that the root cause of the reported issue was due to a broken pin in the therapy connector.